Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that report an intermittent issue of the door not opening after it is closed around a patient. They used the yellow open door button on the side of the system, but that didn't open the gantry either. They had played around with the pendant's open button and the yellow open button, and the system eventually opened. It was an orbit, face case where the account used the imaging system. Did not inquire how they were using the system for this kind of surgery. They moved the system to the side since it was already located by the patient's head, to remove the system from around the patient. The spin was successful, and that's what was used for the case. The issue did not happen at a time that delayed the case at all. This was occurred intra operatively. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, confirmed customer complaint, corrected the issue by replacing the door switch and bracket, adjusting all door switches, adjusting door open cable, and completing rehome procedure. Tests performed per annual service manual. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.